Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was no longer able to hear with her device. A CT scan showed that the electrode was not placed inside the cochlea. The pt was re-implanted on (B)(6), 2011.